Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was not reporting correct information as per setting which led to diagnostic issue. The programming changes were made. The patient was in stable condition and will continue to be monitored.